Event description:
The manufacturer received information alleging dreamstation auto CPAP device's ac adapter wiring was expose and the power was no received. There was no fire or injury. The adapter will be replaced. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.